Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a missing grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the implantable cardioverter defibrillator (ICD), it was noted there was a setscrew problem. When the right atrial (ra) lead was connected, there was significant oversensing/noise on the atrial channel that had not been there with the analyzer. It appeared the ra and right ventricular (rv) leads possibly electrically connected. The physician attempted to remove the ra lead from the header and had significant trouble engaging the set screw. Eventually the rubber stopper and screw came out of the header. A different device was used without issue. No patient complications have been reported as a result of this event.